Event description:
It was reported that the patient suffered from bilateral heart failure due to new aortic regurgitation. On (B)(6) 2021 the patient was readmitted due to aortic regurgitation. Right heart failure occured on (B)(6) 2021. Aortic valve formation was performed. The central venous pressure was observed at over 18 mmhg. Peripheral edema was also observed and there was reported to be likely a link between the device and bilateral heart failure as well as aortic regurgitation.

Manufacturer narrative:
This event was originally reported under MFR#2916596-2022-02063 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 06sep2022 the review of files of this event type was completed. A direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(4), and the reported events could not be conclusively determined through this evaluation. The account reported that the patient experienced bilateral heart failure on (B)(6) 2021 due to a new onset of aortic regurgitation. The patient was admitted to the hospital the same day and an aortic valve formation was performed. On (B)(6) 2021, the patient experienced right heart failure with symptoms of peripheral edema and an elevated central venous pressure. The patient¿s aortic regurgitation and right heart failure were thought to be device related. The patient remains ongoing on heartmate ii lvas, serial number (B)(4). The hmii lvas instructions for use (IFU) lists potential adverse events, including right heart failure, that may be associated with the use of the heartmate ii left ventricular assist system. This document also warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. The IFU discusses the potential development of right heart failure during the use of the heartmate ii lvas and outlines the associated treatment options. The IFU further cautions that right heart failure can occur following implantation of the pump and right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.